Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.